Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the right coronary artery (rca). A 2.25x20mm promus premier¿ stent was selected; however, the device was unable to cross the lesion. When the device was removed from the patient, it was noted that the stent ¿slid back¿ from the stent delivery system (sds). The procedure was completed with a different device. No patient complications were reported and the patient is in excellent condition.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).